Event description:
It was reported that surgical intervention took place where the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's scs ipg could not connect to either her charger or controller. Surgery is currently pending to get the ipg replaced.